Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No motor error alarm could be verified due to the unresponsive buttons. The motor was tested outside of the device and passed the motor test. The insulin pump was tested outside of the device and passed the motor test. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corner, broken battery tube threads and a missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading was 231 mg/dl. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(2). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.